Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 22.2 mmol/l. Customer¿s blood glucose level was 10.8 mmol/l at the time of incident. Customer reports that insulin exited with quick release. Customer did not allege for under delivering. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.